Event description:
The customer states that a 60 yr old female presented for hemostasis of a stomach lesion. As the device was placed down a video endoscope, the distal tip came off the catheter. The tip of the device was retrieved endoscopically using forceps. The procedure completed with another device & no further pt complication was noted.